Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was less than 50 mg/dl and juice was consumed to address bg. Customer was a new pump user and believed the pump basal rate needed to be adjusted. Reportedly, customer discussed basal rates with their healthcare provider.